Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer and the oxygen gas module was replaced and returned for investigation. The received device logs confirms the reported event with alarms for high and low o2 concentration. Visual inspection concludes excessive contamination/oxidation caused by a liquid spill on the printed circuit boards (pcb) inside the oxygen gas module, with short circuit as a consequence. The conclusion into this matter is that the cause is a spillage of liquid occurred on the circuit boards, which has led to a temporarily short circuit and generated several errors. Unexpected spillage/liquid (user error) can cause failure/short circuits which might lead to a stop of ventilation or high pressures. There is no conclusion on how the liquid spill entered the ventilator/gas module or what kind of liquid spill it was.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high and low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).